Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon needed to use the corail extraction set to remove a stem. Upon inserting the a6779 into the stem and tightening it fully he proceeded to use the slap hammer to extract the stem ¿ a6779 bent upon using the slap hammer. A second a6779 was then used ¿ this also bent ¿ however the stem was successfully removed. No patient impact. Delay to surgery ¿ minimal.